Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital with a replace backup battery alarm on the controller. The backup battery was replaced the alarm did not disappear. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(6). The log file captured backup battery fault alarm event on june 27. The alarm was related to a load test failure fault code. The returned system controller and 11v backup battery (serial # (B)(6) was functionally tested using laboratory equipment. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the evaluation. A corrective and preventive action has been initiated to investigate the issue; the returned controller was manufactured prior to the corrective action. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.